Event description:
Provocation tests revealed oversensing. Lead was coupled to a biotronik ICD. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).